Event description:
It was reported that after an ion biopsy procedure, a patient experienced a pneumothorax, which required the placement of a chest tube. The pneumothorax was identified in a post-operative chest x-ray. During the ion procedure, two lesions were biopsied in the patient's right lung, which measured 7cm and 9cm, and the ion procedure was completed without incident. Post-procedure, the patient developed a severe coughing episode which the physician stated was the direct cause of the pneumothorax. The physician stated that the patient did not have any symptoms of pneumothorax, which was moderate in size. A chest tube was placed, and the patient remained in the hospital for less than 24 hours for monitoring. The patient was discharged the next day. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the ion procedure that would have likely caused or contributed to the reported complaint.